Manufacturer narrative:
The service rep cleaned and replaced the interconnect cable. The rep tested the system operation. The system operates as intended.

Event description:
Customer reports the interconnect cord from the monitor is not plugging into the c-arm. Insulation damaged on cable.